Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting an MRI today for their right shoulder and they were feeling uncomfortable so they stopped the MRI and were going to reschedule it. The patient requested instructions on how to place the device into MRI mode. Patient services reviewed information with them. The patient then confirmed that they were seeing full body eligibility and they confirmed ¿that was what they did prior to the scan,¿ so they stated that they weren¿t sure why they felt warm/burning where the lead was implanted. Patient services reviewed MRI considerations and recommended that the hcp contact technical services to discuss further considerations and guidelines. The patient stated that maybe they were ¿just nervous¿. The patient mentioned a request to have a manufacturer representative (rep) at the appointment. The rep¿s role was reviewed and it was reviewed that their hcp could request to have a rep at their appointment. No further complications were reported/anticipated.